Manufacturer narrative:
Findings: pump received with normal operating currents and passed all functional testing including the self -test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Pump received with stripped battery cap coin slot (p), partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call they are unable to remove battery cap on their pump. Customer's blood glucose at time of incident was 400 mg/dl. The customer was advised to attempt removal with a large screwdriver. Customer stated that they are not able to remove the battery cap. The customer was advised the pump will need to be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with an injection.